Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00890 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and foot switch were used (it is unknown if the devices were used during a procedure). According to the complainant, the system delivered energy intermittently in all modes. Following this event, the biomedical engineer at the account tested the console and found it to be working properly; output was measured with an esu tester on all settings.

Manufacturer narrative:
(B)(4) for the reported event: system delivers energy intermittently. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.